Event description:
Catheter inserted in hemodialysis unit while pt on monitor. No difficulties during insertion. Post procedure there was a sudden decrease in heart rate and apnea. Resuscitation unsuccessful. Medical examiner notified hosp that catheter had perforated pericardium.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.